Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for cervical neck and spinal pain. Patient reported that he's had four surgeries in the past. Patient was escalated and ended the call. Further information on these surgeries could not be collected. No further complications were reported/anticipated.